Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that whenever an olympus series 190 scope was connected to the cv-190/clv-190 tower, a "b30" communication error was generated. The problem, as reported to olympus, occurred during preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information and resolution details. The user facility reported to olympus that their troubleshooting revealed a loose cable connected to the subject device, causing the b30 communication error. Upon reconnecting the cables, the issue was resolved.

Event description:
The intended procedure was completed. The user facility confirmed there was no patient injury or medical intervention associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. More than 6 years have passed since the subject device was manufactured. Based on the results of the investigation, it is likely the event occurred due to the deterioration of the pin of the connector part due to the repeated use of the scope for a long period of time. The issue was resolved when the customer reconnected the cables.